Event description:
It was reported that the patient had their device removed. It was noted that the patient had their device removed 13 days prior to the report. When asked why it was removed the patient reported that they were very unhappy with it. It was noted that they had the device for a year and it did not do anything for them but give them pain. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65 lot# serial# (B)(4), implanted: (B)(6) 2013; product type lead. (B)(4).